Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking to the patient's skin and the self-adhesive was wet with insulin that was intended to be delivered to the patient. This issue occurred twice with infusion sets from the same box. The patient's blood glucose level was elevated. No adverse event reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.